Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Device works within specification during investigation and residual gas analysis results are also within specification. According to the patient's report, the device was explanted most likely due to device unrelated (temporary) medical reasons, namely pain at the implant side regardless of use of the device. The re-implantation surgery might have concurred to solve the observed symptoms. As per additional information received, the patient is performing well with the new implant and the pain is no longer present. This is an initial and final report combined.

Event description:
The patient's father reported that for the past week the patient has been experiencing pain in the mastoid/ implant site, also when he is not wearing the audio processor. Additionally the patient's hearing performance with the device was reported to be worse, particularly with speech understanding.